Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate in the past. Reportedly the customer continued to use the pump for insulin therapy. Technical support advised customer to call when the issue is ongoing to troubleshoot the issue. There was no adverse impact to the customer¿s blood glucose level.